Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-02428; 3005168196-2018-02429.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician successfully placed six coils using a non-penumbra microcatheter. The physician then advanced a smart coil to the target location but was unable to detach the coil on the first attempt. It was reported that the pet lock was not separated. The smart coil was then successfully detached on the second attempt. The physician then attempted to place another smart coil using the same handle and had difficulty detaching the coil again and was successful on the second attempt. The procedure was completed using additional smart coils and a new handle. There was no report of an adverse effect to the patient.